Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had a disengaged seal. The 5mm reducer cap was being used over the 15mm port. The hook was being used and when introduced through the reduced cap, it popped the opaque seal off and it fell on top of the 15mm seal. It did not fall into the patient. No patient injury.